Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by the edwards affiliate in (B)(4), during the transfemoral tavr procedure in the aortic position, bav was performed with 25mm balloon, however the balloon ¿melon-seeded¿ to the left ventricle. The physician then proceeded to advance the delivery system, however, the 29mm sapien xt valve failed to cross the native valve. The sapien xt valve was attempted to be retrieved into the esheath in order to remove the whole system, however, the patient¿s blood pressure dropped and a femoral artery rupture was observed. The iliac artery was repaired surgically with conduit and the procedure was canceled. A blood transfusion was needed. The patient was noted to be doing well at the conclusion of the case. It is perceived that crossing difficulty was caused by the patient¿s stenotic native valve as the valve was not able to be properly pre-dilated. The patient¿s native annulus measured 29.5mmx23.2mm by CT and had an area of 549.2². The native annuls was mildly calcified, had moderate leaflet calcification and mild root calcification. The patient¿s minimum luminal diameter measured 6.5mm.

Manufacturer narrative:
Additional information provided indicated 5 units of blood were transfused. The crossing difficulty was attributed to the absence of pre-dilation of the native valve and a spasm as the procedure was done under local anesthesia. Per the device¿s instructions for use difficulty crossing the native valve may be due to anatomical and/or procedural factors, including heavy calcification, wire bias into commissures, horizontal aorta, tortuous thoracic aorta, flex catheter kinked, and incomplete bav. In most instances this resolves with routine troubleshooting maneuvers, with minimal risk to the patient. The instructions for use (IFU) and the procedure didactic detail the steps necessary to successfully cross the native valve and align the transcatheter heart valve. Per the procedure didactic, if difficulty crossing is experienced the operator is advised to put tension on the wire and pull the system back and re-advance. Several factors can make it difficult to cross the native valve, including heavy calcification, wire bias into commissure, horizontal aorta, tortuous thoracic aorta, and a kinked flex catheter. In addition, the procedure didactic outlines the steps necessary to ensure smooth movement of the balloon catheter during valve alignment and to make fine adjustments. In this case, there was no allegation or indication a device malfunction contributed to this adverse event. Per report, the crossing difficulty was attributed to the absence of pre-dilation of the native valve and a spasm as the procedure was done under local anesthesia. The femoral injury occurred upon withdrawal of the delivery system. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. In addition, there is no evidence that any device malfunction or manufacturing issues contribute to this type of event; therefore no further actions are required. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.